Event description:
The patient reportedly he woke up on (B)(6) 2010 with "very high blood glucose" and went to the emergency room. He claimed that the pump displayed a message "pump is not primed. No delivery." The patient was diagnosed with dka and was hospitalized for 2 days. The animas representative discovered that the date/time setting was incorrect: the time was 12 hours off and the date was (B)(6) 2011. The pump's history indicated that there was an auto off alarm on (B)(6) 2011: the patient stated he slept through the alarm. The animas representative walked the patient through correcting the date/time settings. There was no indication that the product malfunctioned; however, this complaint is being reported because the patient allegedly was hospitalized for dka after the pump displayed the "pump is not primed. No delivery."

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.